Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Additional event information states attempt to place 5.5 impella via l axillary artery, due to patient¿s anatomy unable to pass 5.5 through anastomosis with multiple attempts failed. Ultimately placed cp via axillary artery with positive result.

Manufacturer narrative:
Corrected information has been provided in d4. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.